Event description:
It was reported that notice was received through council that the pt had received the stryker rejuvenate modular/abgii modular neck stems.

Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional info is available at this time. If additional info is received it will be reported on a supplemental report.